Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose results. Quality control (qc) was within range on the day of event. The ccc had the customer run a precision study on glucose patient sample and qc, which were within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed service methods. The cse found that the reagent probes 1 (r1), reagent probes 5 (r5) and sample probe (s3) were out of specification. The cse adjusted (r1), (r5) and (s3) for bottom of cuvette. The cse ran system check, which resulted satisfactory. The cause of the discordant glucose results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant glucose results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The same sample was repeated on the same and alternate instrument. The repeat result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose results.